Manufacturer narrative:
The device was returned for investigation. Upon evaluation of the device, all front panel led lights were glowing due to defective cp board. In addition, rusted harness, loose video connector, and dust found inside the unit. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported the evis exera iii video system center is unable to display image. The event occurred during preparation for use. There was no patient involvement, no harm or user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the investigation, it is likely that no image and the front panel is lighting up is due to faulty circuit boards. A definitive root cause cannot be identified. Olympus will continue to monitor the field performance of this device.

Event description:
Additional information was received from the customer: the customer noticed the problem while preparing for an endoscopy ( right before the procedure). It was the plan for an upper gi endoscopy - and there was no patient involvement in this complaint.